Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of a total knee surgery. The femur was subluxed interiorly in the tibia. There was an interior wear in the tibia. The insert was not thick enough and replaced with a thicker one.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: baseplate malposition in excessive posterior slope has caused a dysfunctional pcl resulting in instability with hyperextension and anterior subluxation requiring revision. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the reported lot. Conclusions: clinician review of the records provided indicated that baseplate malposition in excessive posterior slope has caused a dysfunctional pcl resulting in instability with hyperextension and anterior subluxation requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of a total knee surgery. The femur was subluxed interiorly in the tibia. There was an interior wear in the tibia. The insert was not thick enough and replaced with a thicker one.